Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the results of the investigation no root cause could be identified. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during a diagnostic procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. There were no additional findings. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the xenon light source does not light the xenon lamp. The issue was found during preparation for use an in unknown procedure. There were no reports of patient harm.